Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the abutment would not seat on the patient's implant . They used another one to complete the procedure.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. The product was lost in transit; hence visual evaluation could not be performed. When/if the product is found, the complaint and product complaint evaluation (pce) will be reopened and updated accordingly. No pre-existing conditions were noted on the product experience report (per). The reported device was intended for tooth # 30. No x-ray or picture images were provided. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the abutment would not seat on the patient's implant. They used another one to complete the procedure. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI. H3: device evaluated by manufacturer. H4: device manufacture date. H6: evaluation codes. H3 other text : device not returned to manufacturer.

Event description:
No further event information is available at the time of this report.